Event description:
I have been using biotene toothpaste, spray & mouth rinse for dry mouth. The longer I had used it, the more my mouth became sore. My dentist treated the issue as candida with clotrimazole 10 mg. This had help to reduce the sores and quickly returned. I have stopped using the biotene products and already beginning to notice a change. Hoping this corrects the issue. Perhaps others have had the painful red and splotches of white while using the product. Quit using the biotene. Date the person first started taking or using the product: (B)(6) 2024. Date the person stopped taking or using the product: (B)(6) 2024.